Event description:
IV nitroglycerin hung at 1200. Rate set at 3cc/hr. At 1900 IV bottle empty. The pt developed "a small headache" which resolved. Apparent over infusion of medication without alarm or stop of infusion by pump.